Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va16rx1, implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the healthcare professional via the manufacturer representative that the patient had a pocket revision shortly after implant that became infected. The patient was hospitalized for the infection, and had a full explant of the lead and implantable neurostimulator. The rep clarified that there was no device issue, it was just a pocket revision. The patient was implanted for fecal incontinence and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.